Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element (B)(4) pmss clinical study. In (B)(6) 2012, the patient presented due to unstable angina. Subsequently, index procedure was performed. The 75% stenosed, type c, 20mm in length, diffused target lesion was located in the mildly calcified and 3.0mm in diameter proximal right coronary artery (rca). Predilation was performed and a 3.00x20mm promus element stent was then deployed at 6 atmospheres. Post dilation was performed and visual residual stenosis rate was 0% with timi 3 flow. In (B)(6) 2012, the patient was discharged. In (B)(6) 2013, the patient visited the hospital for a follow up. In (B)(6) 2013, angiography was performed and a stenosis rate of 0% with timi 3 flow was confirmed. In (B)(6) 2013 and (B)(6) 2014, a follow up visit was made at the hospital. In (B)(6) 2015, in-stent restenosis in the proximal rca had been confirmed. Percutaneous coronary intervention was performed. No patient complications were reported and the patient's status was good.